Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole in the bending section cover and deformation of the scope connector. Also, evaluation found the connecting tube was buckled, the scope connector was burned and cracked, the adhesive around the light guide and objective lenses were peeled, the indication on the scope connector was peeled, the scope connector was dirty due to water leakage, the bending section cover adhesive was cracked and chipped, the bending angle in the up direction and the play of the up/down knob was out of the standard value due to wear of the angle wire, the light guide bundle was slipping down, the connecting tube was dented, the universal cord was wrinkled, switch #4 was worn, the light guide bundle was slipping down, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had air/water leakages. The customer did not know how the foreign material go into the scope. The customer noted that there were no delays when starting precleaning, the instrument channel was brushed and water was aspirated through the instrument/suction channels during reprocessing. There were no abnormalities with the reprocessing accessories and no concerns about the reprocessing procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was residual liquid and foreign material coming out of the scope connector. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the forceps channel. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 1. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the operation unit or scope connector. [Inspection of forceps channel] 1. Insert the instrument through the forceps plug, and check visually and by hand that the instrument comes out smoothly from the suction/forceps port at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps plug." Olympus will continue to monitor field performance for this device.